Event description:
On 22apr2024, a patient (pt) in argentina reported opening a new acuvue® oasys® for astigmatism brand contact lens (cl) and saw ¿dots¿ on the lens, the lens was opaque and the center had scratches. The pt experienced discomfort, red eye and inflammation and removed the suspect lens on return home. The pt went to the eye care professional (ecp), (date of visit not provided) who advised the pt had a ¿minor ulcer starting¿ with inflammation in the left eye (os). The ecp advised that the pt had ¿eyelid granules¿ in the os and is the possible cause of the corneal ulcer. The pt was prescribed lubricating drops and ¿ak-trols¿ (dexamethasone, neomycin and polymixin b), 1 drop and advised to return for a follow-up visit on 24apr2024. The pt agreed to obtain the medical report and a note from the ecp advising the pt is clear to return to cl wear. The pt reported the date of event is 08apr2024. Calls were placed to the pt on 29apr2024, 07may2024 and 14may2024 to request the medical report, with no success. No additional medical information has been received. This os corneal ulcer is being reported as a worst-case as we were unable to verify the pt's diagnosis and treatment. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b012jml was produced under normal conditions. It is unknown if the os suspect product is available for return for evaluation. No additional evaluation can be conducted.. If any further relevant information is received, a supplemental report will be filed if applicable.

Manufacturer narrative:
On (B)(6) 2024 the patient (pt) in argentina provided additional medical information. On (B)(6) 2024, the pt presented with secretions and foreign body sensation with pain in the left eye (os). ¿referred has completed with pt¿s treatment for corneal ulcers on the same eye, previous happened.¿ exam evident of superior conjunctiva ¿subpophol¿ (unknown term) multiple disperse papilas (unknown term), no evidence of ulcerous corneal lesions. ¿rest of restrictive without ¿oltrecies¿ (unknown term). ¿treatment chart for papilas with anti-inflammatories and cito a ventol.¿ after completing treatment, the pt can return to wearing contact lenses. No additional information was provided. No additional information is expected. If any further relevant information is received, a supplemental report will be filed if applicable.